Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The customer reported this event occurred twice, this report covers 2 of 2 events. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving readings that they perceived to be high and based on those readings would take insulin as treatment, causing their blood glucose level to go very low. As a result, the customer experienced sweating profusely, confused, troubled breathing, seizure, and a loss of consciousness. Customer was unable to self-treat and received unspecified treatment by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving readings that they perceived to be high and based on those readings would take insulin as treatment, causing their blood glucose level to go very low. As a result, the customer experienced sweating profusely, confused, troubled breathing, seizure, and a loss of consciousness. Customer was unable to self-treat and received unspecified treatment by a third-party. There was no report of death or permanent impairment associated with this event.